Event description:
It was reported that the pace or sense portion of the right ventricular (rv) lead was surgically abandoned. This rv lead remains in implanted. No additional adverse patient effects were reported.